Manufacturer narrative:
The customer reported that the ac power module had failed. Failure of the ac power module would prevent the unit from powering up on ac power as well as prevent the battery from charging. An ac power module was ordered for this customer. A philips representative spoke with the customer who stated replacement of the power module resolved the issue.

Event description:
The customer reported that the ac power module had failed.